Manufacturer narrative:
D10: concomitant devices. No information available. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 97 months after a right total knee replacement procedure, the patient has experienced prosthesis wear, pain, swelling, discomfort, motion restriction, and difficulty with ambulation. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
H6: corrected the following: medical device problem code.

Manufacturer narrative:
H6: corrected the following: medical device problem code, type of investigation manufacturer narrative updated: the reason for the reported event cannot be confirmed from the information provided but may have been due to prosthesis wear and range of motion or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided.